Event description:
It was reported that customer experienced black spots appearing on pump screen. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.